Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was on his way to the clinic for exercise testing when he received eight consecutive shocks. Interrogation of the s-ICD revealed that the shocks were inappropriate and caused by t-wave oversensing during supraventricular tachycardia (svt). The patient was immediately hospitalized. Partial optimization was performed by the physician; however, it could not be completed as the surface electrogram collection could not be obtained due to an unstable rhythm. The field representative went to the clinic and once the patient's rhythm stabilized, optimization and electrogram retrieval was successful. The data was submitted to boston scientific technical services (ts) for review. The patient was extremely upset and was experiencing anxiety as a result of the inappropriate shocks. The ts consultant discussed that the oversensing was caused by a morphology change at a higher rate; smartpass may or may not be able to mitigate the rhythm. It was also discussed that when exercise testing is performed, to change to the vector where this morphology change does not occur. The episodes were submitted for engineering analysis to see if the smartpass filter would have prevented the inappropriate shocks. It was determined that smartpass would have mitigated oversensing in one episodes, but not in all the episodes due to the change in morphology. The short interval of oversensed events prevented the evaluation of waveform morphology.